Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the leg. An angiojet solent proxi catheter was used for thrombectomy procedure. During the procedure, it was noted that the catheter was able to aspirate twice but unable to do so on the third time. Blood and fluid were noticed coming out from the bulb. The catheter was removed and prepped another angiojet solent proxi catheter. The catheter also aspirated thrombus a couple of times but then started leaking again. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the solent proxi system. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually inspected. Inspection of the device presented no damage or irregularities. Blood was present inside the device and 200ml of blood in the attached waste bag, when received. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing consisted of running the device through the prime mode and into the thrombectomy mode, however, it was revealed that there was a leak at the male connector with female luer during prime and the thrombectomy mode, but the console continued to run with no alarms or errors. The device was also able to be run in power pulse mode with no fluid escaping into the attached waste bag.

Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the leg. An angiojet solent proxi catheter was used for thrombectomy procedure. During the procedure, it was noted that the catheter was able to aspirate twice but unable to do so on the third time. Blood and fluid were noticed coming out from the bulb. The catheter was removed and prepped another angiojet solent proxi catheter. The catheter also aspirated thrombus a couple of times but then started leaking again. The procedure was completed with a non-bsc device. No patient complications were reported.